Event description:
The olympus representative reported on behalf of the customer, the bending section cover on the duodenovideoscope had leakage. The issue was found during preparation for use. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to a cut on the bending section cover, water tightness was lost. The adhesive on the bending section cover was detached. The bending section cover had slack. The connecting tube had a dent. The scope cover, grip, scope connector, and scope connector cover unit had a scratch. The suction cylinder was shaved. The universal cord was deformed. The right/left knob was dirty. The angulation was lower than standard. The distal end was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the user¿s brushing process of the elevator differed from IFU recommendation, during reprocessing after the previous procedure. It is possible there were differences between user¿s understanding and olympus recommendation in device handling, reprocessing before returning device and usual reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) says about an infection-control risk caused by insufficient reprocessed device as below: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ IFU (reprocessing manual) details reprocessing method of/around forceps elevator at ¿manual cleaning:brush the forceps elevator¿. Moreover, IFU (operation manual) specifies on foreign material at/around forceps elevator in ¿inspection of the endoscope¿, it was detectable. Additionally, IFU specifies about reprocessing before returning device for repair in ¿returning the endoscope for repair¿ as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated sections b3 and b5.

Event description:
Additional information was received from the reporter. The issue was detected during reprocessing. No procedure or patient involvement.